Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The reported event was verified, as error code 10037 was displayed upon power up. Further investigation of the pump and determined that an intermittent motor is the cause of the issue. The motor will be replaced. In order to resolve the issue.

Event description:
It was reported that the device gave an alarm with the message "error 10037". No known adverse effects to patient.